Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy was admitted into the hospital on (B)(6) 2024 for symptom of abdominal pain. There were no reported allegations that the event was related to any issues with fresenius products. During hospitalization, the patient had a pd culture obtained which resulted with an elevated white blood cell (wbc) and no organism growth. The patient was treated with vancomycin and ceftazidime ip (dose not provided) for presumed peritonitis. On 31/mar/2024, the patient was discharged from the hospital with a planned course of intra-peritoneal (ip) antibiotic therapy for 2 weeks. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse indicated that the peritonitis was due to a breach in aseptic technique during the pd exchange, and an infection control breach with cleaning the pd catheter (not a fresenius product)site.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis was associated with a breach in aseptic technique during the pd exchange (a known risk factor), as well as a breach in infection control when cleaning the pd catheter (not a fresenius product)site. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy was admitted into the hospital on (B)(6) 2024 for symptom of abdominal pain. There were no reported allegations that the event was related to any issues with fresenius products. During hospitalization, the patient had a pd culture obtained which resulted with an elevated white blood cell (wbc) and no organism growth. The patient was treated with vancomycin and ceftazidime ip (dose not provided) for presumed peritonitis. On (B)(6) 2024, the patient was discharged from the hospital with a planned course of intra-peritoneal (ip) antibiotic therapy for 2 weeks. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse indicated that the peritonitis was due to a breach in aseptic technique during the pd exchange, and an infection control breach with cleaning the pd catheter (not a fresenius product) site.